Manufacturer narrative:
A joint inspection of the scene of the fire as well as the oxygen concentrator are being scheduled. Once this investigation has been completed, a followup report will be submitted with the findings.

Event description:
The company was notified on (B)(4) 2016 of a fire that occurred on (B)(6) 2016. The alleged incident was described as "a fire broke out in [the patient's] apartment on the date of the incident and that unfortunately she did not survive." A newlife intensity was present at the scene of the fire. There has been no determination of the cause of the fire.

Event description:
This report was originally submitted on 11/2/2017, and is being resubmitted on 3/10/2020 as the original submission failed to go through. A visual inspection of the unit took place. There was no evidence found that would indicate the unit was turned on at the time of the fire. All evidence examined, including the concentrator, indicated that the items were damaged from the outside by the fire and did not cause the fire. There was evidence of cigarette smoking found throughout the apartment including ashtrays on the bed. Fire caused by smoking could not be ruled out.